Event description:
The handpiece was returned to the MFR for service, and during the investigation, the device had a run-on condition. There was no pt involvement during this event. This did not occur during a surgical procedure. There were no adverse consequences reported as a result of this event.

Manufacturer narrative:
The handpiece was received at the MFR for service and evaluation. During the investigation, a run-on condition was found. Based on the investigation details, the likely cause was the motor controller mounting screw became loose and lodged itself between the trigger magnet and the front plate.